Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effects of angina and restenosis, as listed in the xience v instructions for use are known adverse events associated with coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that the patient had a 2.75 x 28 mm xience stent implanted on (B)(6) 2010. The patient returned on (B)(6) 2011 and restenosis was noted in the xience v stent. The patient declined to have a bypass surgery and was treated with medications. As of (B)(6) 2011, the patient was still experiencing chest pain and the physician adapted the medical treatment, adding medications for the chest pain. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device remains in the patient. The lot number was provided. A follow-up report will be submitted with all relevant information.